Event description:
An eye care practitioner reported that a pt presented in 2004 with a red, irritated left eye with moderate foreign body sensation and watery discharge. Pt history of continuous 30 night wear schedule with no lens care system being used with focus night & day lenses. Diagnosed with mid-peripheral bacterial corneal ulcer, os. No infiltrate and no anterior chamber reaction. No culture was performed. Treatment begun with zymar initially every 15 minutes, then every hour for next 3-4 days and then 4x ad day tapering off. Ulcer resolved with no loss of visual acuity, but scar remaining as of nine days later follow up visit. Meds discontinued & pt resumed wear of focus night & day lenses on daily wear basis. No further follow up care scheduled. No further information is available at the time of this report.